Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events ofa type 1a endoleak with migration of the cuff (infrarenal extension). The most likely cause of the proximal loss of seal (1a endoleak) was the cuff migration and the cause of the cuff migration could not be determined due to lack of pre-implant medical imaging. Procedure related harms included right access site complication which required a surgical intervention. To date there has been no reports of further negative patient sequalae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on (B)(6) 2018 for a pervious report event (2031527-2018-00379), clinical was able to find substantial evidence to support the following additional findings of 1a endoleak and migration of the infrarenal extension (cuff) .this report is for the 1a endoleak and migration of the infrarenal extension (cuff) only.